Manufacturer narrative:
B3: 2025 is the reported year of the event but exact month and day not reported. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a damaged air detector and a detached downstream occlusion (dso) seal. The air detector and dso seal were replaced to fix the issue.

Event description:
It was reported that the device power button occasionally functions but requires a lot of force to power on. The results of the investigation found that the device's air detector was damaged, and the downstream occlusion (dso) seal was detached. There was no patient involvement.